Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 470578, expiration date 12/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 30.9 mmol/l and 8.0 mmol/l within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.